Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, trailing haptic was stretched. The surgery was completed on the same day using a backup lens. There was no patient contact and no patient harm.additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).